Manufacturer narrative:
Device MFR date: correction. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed brief elevations in power and estimated flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported events (copd, elevated ldh, and suspected thrombus) and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The suspected thrombus could not be confirmed as the pump was returned after being cremated. The pump was returned after being cremated. The inlet tube and inflow conduit flex section were not returned. Examination of the proximal side of the inlet elbow revealed no evidence of depositions or thrombus formations. The outflow graft material and outflow graft bend relief were not returned. The textured blood-contacting surface of the graft attachment revealed no evidence of depositions or thrombus formations. It should be noted that the pump, inflow cannula components, and outlet cannula components were unable to be disassembled due to the pump being cremated prior to return. The inlet and outlet housings of the pump appeared to have overheated and fused together. The blood-contacting surfaces within the pump were unable to be examined, and the ruby bearings could not be removed. Due to the state in which the device was returned, functional testing could not be performed. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU also provides detailed information regarding pump speed, power, flow, and pi and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Also noted is that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient experiences unsustained power and flow elevations on (B)(6) 2019 and (B)(6) 2019.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device: 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized for heart failure exacerbation on (B)(6) 2019. Upon admission, the patient's lactate dehydrogenase (ldh) was elevated, the liver was congested, and the patient had extreme shortness of breath. The account stated that the patient had a suspected pump thrombosis since the end of 2018, however, the patient was not a pump exchange candidate due to severe chronic obstructive pulmonary disease (copd). The patient was later reported to have died on (B)(6) 2019 due to copd. No further information was provided.